Event description:
Two increased intraperitoneal volume (iipv) situations were identified in the log of a returned homechoice (hc) device. This is report 2 of 2. The iipv occurred on (B)(6) 2010 during drain cycle 2. The programmed fill volume was 2000ml and the total drain volume was 3211ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation) electrical test, but failed the functional test for an unrelated issue. A simulated patient therapy was performed and completed successfully. Accuracy confirmation and temperature verification tests were performed and passed. The increased intra-peritoneal volume (iipv) found in the logs was determined to be insufficient drain, false empty detect and use error; initial drain alarm setting inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. A review of the previous service record shows the device passed all required tests and calibrations and no issues were identified that may have contributed to the issues of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.